Event description:
It was reported that a em2400 valve set had leakage on the valve set area. This was observed during set-up in the pharmacy using an automated compounding device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4) united states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.